Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient stated that they haven't used the scs system since (B)(6) 2017, because it was "not working correctly". The patient stated that they had gone into the healthcare provider (hcp) to have adaptive stimulation programmed so they could sleep with the scs device on. The patient stated that they had fallen around that time, and since then the device had shocked them. The patient stated that it would "come on like it is full". The patient has not tried to charge the ins or connect to it since that had occurred. The patient stated that they have been dealing with pain since then because the device was not being used. The patient stated that it is a shame because the device worked well to control their pain before the shocking. The patient stated that they have gone to the emergency room multiple times, but they were just given pain medications. It was stated that the ins needed to be revived before the device can enter MRI mode. An email was sent to field staff. No further complications were reported or anticipated.